Manufacturer narrative:
During device evaluation at olympus, it was found there was foreign material inside the suction channel, the insertion section was wrinkled, the insertion section was leaking, switch #1 was worn and there was no identification information. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the cleaning brush was broken in the suction tube of the evis lucera duodenovideoscope. The issue occurred during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause could not specified. Olympus will continue to monitor field performance for this device.